Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set on (B)(6) 2026 as adhesive patch and cannula housing was detached from spring prior to insertion.the event occurred during cocking the spring and resolved by replacing the infusion set. No further information available.